Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implantation procedure. After screwing the atrial lp, and during the transition from short tether mode to long tether mode, the lp unexpectedly released from the catheter. The lp was subsequently implanted. Upon removal of the catheter from the body for inspection, it was observed that the tether had slightly shifted, despite the release knob not being pulled. There were no patient consequences.